Event description:
This pt presents with a history of ventricular tachycardia, low ejection fraction approximately 40%, prior myocardial infarction with inferior well akinesis, prior coronary stents x 3 in 1999. He now presents with malfunctioning ICD high voltage lead which is the st. Jude medical riata model #7001 with 2 shocking coils. The lead needed removal and a new lead needed to be placed, also a new generator, and the atrial lead was damaged, hence the whole system was replaced. ICD batter natural depletion; recalled ICD lead.